Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy / roux-en-y procedure. For the first firing of the duodenum resection, the reload was connected to the adapter. The surgeon articulated the jaws to the angle in thirty degrees and normally fired the device. Then the nurse pushed the blue button and the silver button at the same time, tried to return the jaws to the straight position, however, the device did not react. Then turned the blue articulation toggle, however, the device still did not react. Single-pushed the silver button, the jaws were able to be opened. Single-pushed the blue button, the jaws were able to be closed. Turned the silver rotation toggle, the cartridge was rotated with no problem. The cartridge indicator flashed and the status indicators were illuminated blue. Re-inserted the battery, the calibration was performed. Turned the blue toggle, then the device reacted. The jaws returned to the straight position and the cartridge was able to be removed. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.